Manufacturer narrative:
Additional information was received indicating that the fault occurred during planned preventative maintenance. There were no reports of injury as it wasn't used on a patient.

Manufacturer narrative:
One fluid warming level 1 hotline low flow system was returned for analysis. The device had wear damage along with damage to other components. To test the device' tank was filled with water, the temperature check was attached, and the power switch was turned on. The reported issue was confirmed. There were damaged components on the printed circuit board. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer would not turn on. No adverse effects were reported.